Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: precautions: juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: health care professional instructions: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional called to report 1 syringe of juvéderm voluma® had ¿the needle came of the hub [while injector] was injecting.¿ patient contact occurred. No injury occurred with the patient, staff, or injector was reported. The packaged needle was used and this was the confirmed initial use of the syringe.

Manufacturer narrative:
Upon further review, the patient's age was corrected to reflect the information received. Laboratory analysis summary: empty syringe of 1.0 ml received without cap, no needle. No defect observed to syringe.

Event description:
Healthcare professional called to report 1 syringe of juvéderm voluma® had ¿the needle came of the hub [while injector] was injecting.¿ patient contact occurred. No injury occurred with the patient, staff, or injector was reported. The packaged needle was used and this was the confirmed initial use of the syringe.